Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had damage. The customer's blood glucose was 193 mg/dl at the time of incident. The customer reports that reservoir was not able to locked in place. Troubleshooting determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump received with reservoir able to lock into place and tested properly. Insulin pump passed displacement test. Insulin pump received with cracked case (battery tube) and cracked battery tube threads.